Event description:
During the endoscope vein harvesting procedure, the scissors would not open or close. The pa changed the harvesting cannula only. However, the tunnel collapsed during branch ligation. The procedure was converted to a bridging technique to retrieve the vein. No additional pt complications were reported.